Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occured. The 99% stenosed target lesion was located in the severely calcified left circumflex artery (lcx). While performing a percutaneous coronary intervention , the guidezilla was used to deploy a non-bsc stent; however, the device was unable to cross the lesion. Once removed from the patient, the distal part of the collar was lifted. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is good.